Event description:
The hp threaded headed pin broke and piece was left in the pt.

Manufacturer narrative:
Examination of the submitted threaded pin and radiographs confirmed the reported event. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. Provided info stated, the fractured pin had been used on numerous occasions. The product is a one-time use only item. The product is labeled and marketed as a one-time use item. The root cause is attributed to suspected misuse. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.